Event description:
It was reported that the ilet displayed recurrent ¿38 ¿ insulin, consecutive stalled motor¿ alerts over several days, prompting multiple device restarts and a continued ¿8¿ alert, with the user¿s blood glucose running high and reaching values over 300 mg/dl and reportedly over 500 mg/dl; the user used subcutaneous insulin via pen while using a dexcom g7 cgm. Symptoms included hyperglycemia. Outcomes included the need for additional treatment with subcutaneous insulin. Investigation included a review of the complaint details and user-reported troubleshooting, including restarts, and arrangements for replacement. Investigation of this case revealed a reported motor stall with persistent high glucose despite restarts. It was concluded that the device experienced a reported insulin delivery malfunction consistent with a stalled motor resulting in hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.